Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a total hip replacement on unknown date and the topical skin adhesive was used. Approximately three weeks post-op, the patient appeared for incision check and skin discoloration was noticed under the tape. Additional information has been requested.